Event description:
Per report, during a transcatheter aortic valve implant procedure, the physician did not pull the flex tip of the retroflex3 catheter (rf3) back far enough prior to valve deployment, causing the valve to embolize into the left ventricle (lv). The valve was surgically removed. The patient is doing well after the sapien was retrieved and a traditional avr was successfully completed. Summary of the case: cutdown was made on the right groin and a 22fr sheath was inserted without complication. The valve was crossed and a bav was performed with a 20 mm z-med balloon. The rf3 was inserted with a 23 mm sapien and the native valve was crossed with some degree of difficulty due to calcium. The lv was small and wire positioning became a large focus of the case due to concern of puncturing through the lv, but was finally positioned. The physician was focused on the other aspects of the case and forgot to pull back the flex tip of the rf3, and upon valve deployment the device jumped forward causing the valve to embolize into the lv. They tried unsuccessfully to pull the device back into the lvot requiring the physician to convert to an open repair. The surgery was successful and the patient is doing well.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Fluoro and tee images of the procedure were requested by the edwards representative, but were not available. Without imaging, patient factors (annular diameter, valve calcification and stj calcification), and procedural factors (imaging intensifier angle, valve positioning prior deployment, adequacy of pacing during deployment), cannot be confirmed/assessed. In this case, the root cause for the valve embolization to the ventricle cannot be confirmed; however, per report the likely root cause of the valve embolizing was related to the flex catheter not being pulled back far enough to clear the balloon. This in turn caused balloon impedance during inflation and resulted in the balloon moving ventricular during valve deployment. Furthermore, per the implant physician's comment on the op report, the 23mm sapien valve was sized appropriately, as the patient aortic annulus measured 20mm. During the open heart surgery the physician was able to confirm that the patient's native aortic valve was tricuspid, and that the aortic valve leaflets and annulus were heavily calcified. A 21mm medtronic mosaic tissue valve was implanted. The device was not returned for evaluation, as there was no allegation of device malfunction. A device history records (DHR) review for this valve showed that the device met specifications prior to its release for distribution. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.